Event description:
Patient who experienced pain greater than six months to one year was enrolled in a prodisc-l clinical study and was implanted at levels, l4-5 and l5-s1 on (B)(6) 2003. Patient experienced severe pain on an unknown date and was returned to the operating room on (B)(6) 2007. Patient was revised to an anterior posterior fusion with the previously implanted prodisc-l's not being removed. This is 2 of 6 reports for this event.

Manufacturer narrative:
Devices not removed. Revision date: (B)(6) 2007. Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.